Manufacturer narrative:
The pump and catheter have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Other - catheter.

Event description:
It was reported that the pump was 'moving around'. The pt was reported to be obese with a large ventral hernia. The pt was taken to surgery for a pump pocket revision. When the hcp (health care professional) opened the pump pocket, it was noted that the pump was upside down and the catheter was twisted multiple times and deteriorated. The hcp attempted to aspirate the catheter, but was unsuccessful. The hcp decided that the pt had too many health risks to continue surgery to replace the catheter. It was decided to stop the pump therapy and remove the pump and catheter. The report indicated there were no problems with the pump. The hcp reported that the pt did not experience any symptoms and the pt's outcome was 'no injury'. The type of medication, concentration, and daily dose being administered via the pump were not reported.